Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th march 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during use in a lip repair surgery on (B)(6) 2025. No fragments were left in the patient's body. The procedure was completed successfully by using another new ar-1934bcf-2. There was no patient harm and no secondary procedure performed. Ar-1250lt and ar-1949 were used to prepare bone socket.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1934bcf-2 suture anchor, biocomposite¿ suturetak 3 x 14.5 mm, ve5 with #2 fiberwire and #2 tigerwire batch 15183387 was received for evaluation. Functional testing was not performed due to device anchor damage. Visual evaluation noted that the anchor/screw was cracked and missing a piece at the tip; the threads were also warped. No damage to the handle or shaft was noted. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.